Event description:
The patient called lifescan and alleged that their meter was missing segments. The patient stated that they adjusted their diet to compensate for the meter readings. They reported a result of 52 mg/dl. At the time of testing, they were experiencing nausea, shakiness, dizziness, and cold sweats. The patient stated that they did not receive any treatment . They did require assistance from a non-medical professional. No other blood glucose results were reported from another device. The issue with the missing segments was not resolved with troubleshooting. Based on the information supplied by the patient, there is an indication that the product malfunctioned. However, there is no evidence that the meter contributed to the serious injury; the meter read low and the patient was experiencing low blood sugar symptoms. A replacement meter was sent to the patient.